Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated that high pressure and no disposable alarm messages were recoded in history. During analysis, the customer's reported problem was verified. The pump's pressure switch test was performed. The pressure switch test was found to be activated high out of the pump's manufacturer specifications. Signs of fluid ingressions were found on the pump. Service recommended downstream occlusion sensor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed pressure test at 44.9 and did not alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.